Event description:
It was reported patient lost effective therapy due to high impedances on contacts 9-16. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the penta lead body segment was found with all broken wires that would cause high impedances which would contribute to inadequate therapy.